Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. Reportedly, the pump and transmitter regained connection. The customer declined assistance from tandem technical support regarding the issue, therefore no further patient or event information was available.